Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after implanting the lead, it should be connected to the white connector of the patient cable. When trying to program the external neurostimulator, a message was prompted: no lead is connected. This message was misleading. After checking the red connector of the patient cable, the connector broke off the lead. It could not be determined whether a connection issue exists in the connector of the lead (red or white) or if there is a problem with the connection to the ground pad. Potential formulation of the error message: "no lead or ground pad is connected to the cable¿. Mechanical manipulation of the connector pin while trying to connect to one of the connectors of the patient cable. It is unknown whether the black pin end was connect properly to the ground pad or if a ground pad was used at all. Replacement of the lead (second surgery). Additional information received from a manufacturer representative (rep) on 2021-04-12 clarified the reported information stating that the lead that was implanted first, was removed, because there was no connector pin present for connecting the lead to the cable. The issue occurred as part of the initial surgery. Right at the end of this surgery, the lead should be connected to the cable and the connector broke off. The complete procedure of implanting a lead consisted of 2 implant procedures. Right at the end of the first procedure, the connection issue occurred. Therefore, this complete procedure needed to be repeated. This was a second surgery. And the fact that two surgeries were required to place a lead is the result of a broken connector. Plugging in and pulling out the connector pin multiple times resulted in breakage. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding an implant procedure of a lead with unknown indications for use. It was reported that after implanting the lead, it should be connected to the white connector of the patient cable. When trying to program the external neurostimulator, a message was prompted: no lead is connected. This message was misleading. After checking the red connector of the patient cable, the connector broke off the lead. Misleading prompt in the app (workflow: configuration). It could not be determined whether a connection issue exists in the connector of the lead (red or white) or if there is a problem with the connection to the ground pad. Potential formulation of the error message: "no lead or ground pad is connected to the cable¿. Mechanical manipulation of the connector pin while trying to connect to one of the connectors of the patient cable. It is unknown whether the black pin end was connected properly to the ground pad or if a ground pad was used at all. The lead was replaced with other lead (second surgery).the issue was resolved at the time of the report.